Event description:
It was reported that the patient was brought to the lab for an elective aai aveir leadless pacemaker (lp) implant. Upon multiple fixation attempts due to poor sensing and high capture thresholds, it was discovered that the device sustained a sprung helix. The lp could not be successfully positioned and fixed. A new device was attempted, upon which it was noted that the patient became hypotensive. Echo was used immediately to identified a large pericardial effusion. Cardiac tamponade was noted. A pericardiocentesis was immediately performed. The location of the pericardial catheter was confirmed via xray and echo. A dime sized hole in the patient's lateral ra inferior to the appendage was found. The trauma surgeon opened the patient's abdomen and found that her splenic artery had a large hole. The patient spleen was removed and the bleeding ceased. Eventually, the patient was transferred to the ICU. The patient was stable.

Manufacturer narrative:
The reported events of capture problem, sensing problem, stretched helix, and position failure were confirmed. Final analysis found the outer helix stretched and the inner helix was compressed out of specification. The compressed inner helix may have contributed to the reported events of capture, sensing, and positioning anomaly noted in the field. A potential manufacturing process anomaly may have occurred, which resulted in the inner helix compression. No further anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient was brought to the lab for an elective aai aveir implant. Upon multiple fixation attempts due to poor sensing and high capture thresholds, it was discovered that the device sustained a sprung helix. A new device was attempted, upon which it was noted that the patient became hypotensive. Echo was used immediately to identified a large pericardial effusion. Cardiac tamponade was noted. A pericardiocentesis was immediately performed. The location of the pericardial catheter was confirmed via xray and echo. A dime sized hole in the patient's lateral ra inferior to the appendage was found. The trauma surgeon opened the patient's abdomen and found that her splenic artery had a large hole. The patient spleen was removed and the bleeding ceased. Eventually, the patient was transferred to the ICU. The patient was stable.